Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This implantable electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This implantable electrode remains in service and no adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The device sensing vector was programmed to the primary sensing vector at the time of the shocks. Technical services advised some testing options and programming options. The patient will come back to the clinic for reprogramming. There were no additional adverse patient effects. The system remains implanted. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing caused by a signal morphology change with small r-waves and increased sensitivity, possibly related to a bundle branch block, that appears to have induced a ventricular fibrillation (vf). However, a subsequent shock was delivered that converted the vf. Technical services (ts) recommended to re-program the rate zones as the current programming might have delayed this second delivered therapy. The patient was brought to the clinic and a treadmill test was performed. After some analysis of the results, the rate cutoffs were reprogrammed. Ts indicated this change should avoid future inappropriate therapies. This s-ICD remains in service and no adverse patient effects were reported.